Event description:
A tpn was compounded using a baxter intravia container 500ml, and a small piece of clear plastic was noticed floating in the final product. The plastic piece was filtered out and discarded prior to dispensing the tpn from the pharmacy. No harm reached the pt.